Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Event description:
Additional information received on 1/13/2016 upgraded this malfunction to a serious injury. According to the reporter, the procedure was a lap. Colectomy, the procedure date was (B)(6) 2015 not (B)(6) 2015 as initially reported. The eea28 was fired and a proper staple line did not occur. The pre-op diagnosis: sigmoid colon cancer; the patient did not receive chemotherapy or radiation therapy; the patient gender: female; the patient age: (B)(6); the or time was extended greater than 30 minutes, total time of the extension was unknown; there was tissue loss and the anastomosis needed to be redone with additional tissue resection; the device used to correct the problem was unknown, it may have been a different manufacturer's device. The reporter stated the patient could have difficulty in the future moving her bowels.